Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 years post-implant, it was reported that the pt went to the outpatient department of the hospital and the pt's log file from the system controller was reviewed. Low speed and low flow alarms as well as pump stoppages were recorded. The pt stated that these alarms occurred when he was connected to the power module. It was also reported that the doctor conducted visual exam of the percutaneous lead and found no issues. An x-ray of the percutaneous lead was ordered and an ungrounded pt cable was requested.

Manufacturer narrative:
The pt remains on lvad support with the pump and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.